Manufacturer narrative:
Supplemental report needed to report explant date and patient condition.

Event description:
New information received notes that the device was explanted and replaced. The patient's condition was stable prior, during and after the procedure.

Event description:
New information received states the pacemaker was explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was checked a day after the pacemaker was implanted, the estimated pacemaker longevity was reported incorrectly. It is suspected the reason for the seen low longevity was exposure to cold temperature before it was implanted and the impedance recorded during that time was still being used for the longevity. The device was recently interrogated and the battery longevity measured normal limits. The pacemaker is planned to be replaced since it is only a temporary unit for now. No further information is available.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).